Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The abscess rate seen (90 worldwide incidents out of estimated 199,000+ procedures performed to date) is approximately (B)(4)% of the procedures and within the acceptable range as identified in risk analysis documentation. The exact date of event was not provided.

Event description:
Clinic reported a patient who developed boils/abscess with purulent discharge on right axilla. The affected areas were incised and drained (exact date unknown). Clinic stated the symptoms were stable.